Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR. : the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After a 175cm non-bsc guide wire crossed the lesion, pre-dilation was performed using a 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter. However during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.